Event description:
A patient had presented with "what looked like a one inch blister above the incision site of his pump". A physician elected to replace the pump due to a possible infection; and debride the pump pocket. The patient was supported with ongoing antibiotics. The patient's outcome was not reported. It was later reported culture was taken, but the reporter doubted if the culture results would be available as it generally took several days. The patient outcome following replacement surgery was unknown per the reporter. Drug delivered via the pump was lioresal 2000mcg/ml at a daily dose of 150.0 mcg.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the site was infected and the patient was on antibiotics, but it was unknown what the culture grew out.